Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch. The patient's right ventricular (rv) lead also exhibited noise oversensing. It was also noted that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. The patient had no consequences.